Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A serial readout was sent to livanova (B)(4) for further investigation. The reported failure could be confirmed with the serial readout. Therefore the device was requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during in-service. The customer reported that the error could be cleared with a restart of the pump. There was no patient involvement.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. During evaluation, scratches were identified on the ito-layer of the touch screen surface, and a connector was identified that was not fully seated between the processor- and motor control board. These defects were determined to be the cause of the reported issued. It could not be determined how the connector became unseated or how the ito-layer became damaged.